Manufacturer narrative:
The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had "poor clot formation"